Manufacturer narrative:
All of the buttons are functioning properly however, found corroded keypad traces. No ramping numbers noted on the display. The insulin pump was received with cracked reservoir tube lip and cracked case near the display window corners noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had an issue with the numbers ramping and the scroll bar moving up or down with no input from the user on the insulin pump. Customer's blood glucose was 217 mg/dl. Customer will be sent a replacement. Customer was asked verbally and in written form to return the pump for analysis.